Manufacturer narrative:
Additional information was provided in b.5. And h.11. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a malfunction as the event lens starts to into place and then ejects itself was the result of user error with no other device performance issue. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received stating that the event lens starts to into place and then ejects itself was the result of user error with no other device performance issue.

Event description:
A nonhealth care professional reported that during the intraocular lens (iol) implantation surgery, the lens started to be in place and then ejects itself and deemed faulty. The tech stated that, the provider may be starting to deploy the lens prior to be fully inserted and so the lens started to be in place and then ejects itself. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).